Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was 270 mg/dl. The husband stated that the buttons are being worn out because his wife used the pump often. The husband stated that the up arrow is not responding properly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.